Manufacturer narrative:
The account found the scale needed zeroed, user error. The account zeroed the scale to resolve the issue.

Event description:
The account alleged the pt position module will not set. No pt impact.